Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that during attempt to implant the third stent from a trabecular microbypass stent system, "a little piece of metal" described as "a lot longer than a usual stent" deployed from the injector instead of a stent. The surgeon removed the fragment intraoperatively from the patient's eye with no report of patient injury. The report noted that the second stent was also removed intraoperatively, and the patient has one (1) stent implanted. Additional information has been requested.